Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial started (B)(6) 2020. It was reported that the patient mentioned pain in their buttocks on the right side when stimulation was mentioned. They switched sides and it was comfortable. They stated they were in the hospital due to a rash caused by the tape provided from the procedure. They were advised to contact their clinician. Contributing factors were unknown, the issue was not resolved at the time of the report.